Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl at the time of incident and current blood glucose also. Customer also stated that when they checked the sensor the blood glucose was 165 mg/dl. The customer was treated with manual injection. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The device was programmed with a test gst and glucose sensor simulator. The device communicated properly with the sensor and glucose sensor simulator. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test value (135 mg/dl) properly and displayed correctly on the display graph. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. The device was monitored, input a bg value below the programmed low setting, 87 mg/dl, and the alert on low, suspend on low, and resume basal alerts and audio tones activated at 89 mg/dl properly. The device was then programmed with test glucose meter. The pump communicated properly and recorded the 110 mg/dl test value properly from glucose meter. Programmed a remote 2-unit bolus, transmitted to the device, and the device delivered the bolus properly. No unexpected sensor alert anomaly or sensor related errors occurred during testing.